Event description:
Health professional reported a "small hole was present on the inside of the balloon. Band was removed and replaced." F/u findings: "there was no restriction noted during pt fills, which were done with barium swallow and fluoroscopy. Even though the leak didn't show up in the fluoroscopy, the pt had no restriction over time. During explant surgery, "leakage was found on internal ring diameter of the lap-band," no leakage was found in the port. The band was removed and "replaced with an ap standard and re-attached to the port."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."